Manufacturer narrative:
The device remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed due to worsening mitral regurgitation and atrial fibrillation, requiring hospitalization and treatment. Patient ID: (B)(6). It was reported that on (B)(6) 2019, the patient presented with degenerative mitral regurgitation (mr) grade 4+, with a posterior leaflet prolapse (p2), primary jet a2p2, significant secondary jet a3p3, and mitral annular calcification. Two mitraclips (cds0602-xtr 80417u207, 81025u128) were implanted, without a device issue, reducing the mr to grade 1+. On (B)(6) 2019, the discharge echocardiogram noted mr grade 3+. On (B)(6) 2019, the patient was observed in atrial fibrillation. On (B)(6) 2019, the patient had severe mr. On (B)(6) 2019, a mitral valve replacement, tricuspid valve reconstruction, and left atrial appendage occlusion was performed. The clips had been explanted. The event resolved without sequela. Per physician, the event was related to the mitraclip device. There was no device malfunction. No additional information was provided regarding this issue.

Manufacturer narrative:
Subsequent to the previous report, additional information was received that the event was unrelated to the mitraclip device. This new information indicates this would not be an MDR reportable event. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. In this case, there was no reported device malfunction associated with the clip delivery system. The reported patient effect of mitral regurgitation as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported mitral regurgitation appears to be related to patient morphology/pathology. There is no indication of a product issue with respect to manufacture, design or labeling.b2: hospitalization, disability or permanent damage, and required intervention removed. H6: patient code 1729 and 1964 removed.

Event description:
Subsequent to the initial report, the additional, information was received: on (B)(6) 2019, cardioversion was performed. Per physician, the events, including the worsening mitral regurgitation, were unrelated to the mitraclip device. Reportedly, the increase in mr was most likely due to physiological variations and/or disease progression. The atrial fibrillation was deemed due to the unrelated worsening mr.